Event description:
Event description boston scientific received information that this right ventricular lead was exhibiting impedances greater than 2500ohms and high thresholds. A revision procedure was performed, the lead was surgically abandoned and a new lead was attempted; however, the lead could not be positioned appropriately. The lead was removed and replaced. No adverse patient effects were noted.